Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 220 mg/dl at the time of the call. The customer stated that they changed the batteries and rewound the insulin pump, but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit powered up properly after battery installation and no blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. No unexpected a39 alarm noted during testing. Unit passed self test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and missing end capsticker.